Event description:
Notes from the history and physical: patient with a history of cardiomyopathy and an automatic implantable cardioverter defibrillator (aicd) was implanted years ago(st. Jude medical, his atrial lead has a very high threshold up to 6.5 volts). He also has a st. Jude riata lead, which is prone to malfunction and has been recalled. The patient's cardiologist discussed with him in the past about having a biventricular device for further management of congestive heart failure...he is being paced 100% of the time and in this situation, he would benefit from upgrading his device to a biventricular device." The patient then underwent removal of the aicd, removal of the atrial lead by traction, and laser lead removal of the st. Jude riata lead and upgrade to biventricular aicd. The patient tolerated the procedure well with no complication.what was the original intended procedure?biv upgrade including lead extraction and new rv/ra leads.device #1is this a laboratory device or laboratory test?no.